Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead measuring 9.2 cm from the connector pin was returned for analysis. Final analysis found lead insulation degradation at 4.2 cm from the connector pin. All other damage was sustained during procedure. The lead was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.